Manufacturer narrative:
Mesa performed analysis of the confirmed retain false positives and determined that contamination of manufacturing areas was the root cause. Corrective actions have been identified and implemented to control and ensure that contamination events are addressed. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Customer experiencing light lines on the test line of the accula tests. Started using a new lot number and that's when it started. Reran the negative control and it was fine, but several patients who are not symptomatic are coming up with a weak line. Information reported by user is being reported as required by 21 cfr 803.